Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the lead safety switch was tripped for the right ventricular (rv) lead due to low out of range pacing impedance measurements. Review of the measurements revealed an acute decrease in measurements from 530 ohms to 180 ohms starting five months earlier. It was noted that the impedance measurement has continued to be out of range since the first decrease and has averaged 160-170 ohms. Boston scientific technical services (ts) was consulted and discussed troubleshooting options, including obtaining an x-ray to evaluate system integrity, and programming options. The field representative was unable to obtain additional information from the clinic. The system currently remains in service. No adverse patient effects were reported.